Event description:
On (B)(6) 2007, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported a computed tomography (CT) was performed in (B)(6) 2012 and a type ii endoleak was detected. Per the imaging results a large set of lumbar arteries are feeding into the aneurysm sac. There is aneurysm enlargement; the amount is unk. On (B)(6) 2012, a reintervention was done to correct the endoleak; the physician placed some coils in the endoleak within the aneurysmal sac. The treatment was successful and the pt tolerated the procedure.

Manufacturer narrative:
Conclusions: users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Add'l devices implanted and/or related to this event: (B)(4).